Manufacturer narrative:
Device evaluated by MFR: the stent delivery system (sds) was returned for analysis. A visual examination of the crimped stent found severe damage both proximally and distally with stent struts raised and distorted out of their crimped position and stretched distally out over the distal bumper tip of the device. Start of inflation was also noted in the middle of the stent. The bumper tip of the device showed no signs of damage. The balloon cones profiles were reviewed and no issues were noted with the overall balloon profile. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination found multiple kinks along the hypotube shaft. This type of damage is consistent with excessive force being applied to the delivery system. A visual and tactile examination found no issues with the shaft polymer extrusion profile. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/ procedural factors. (B)(4).

Event description:
It was reported that stent damage occurred. The target lesion was located in the moderately tortuous and moderately calcified coronary artery. A 38x3.00 promus premier stent was advanced but was unable to cross the lesion. A guidezilla guide extension catheter was then inserted and crossing of the stent delivery system (sds) was attempted however the stent came into contact with the guidezilla's proximal end. The sds passed through the guidezilla, but was unable to cross the lesion. When the sds was removed, the stent strut came into contact and both proximal and distal edge of the stent got lifted. The procedure was completed using a 3.0x38 non-bsc stent. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. (B)(4)

Event description:
It was reported that stent damage occurred. The target lesion was located in the moderately tortuous and moderately calcified coronary artery. A 38x3.00 promus premier stent was advanced but was unable to cross the lesion. A guidezilla guide extension catheter was then inserted and crossing of the stent delivery system (sds) was attempted however the stent came into contact with the guidezilla's proximal end. The sds passed through the guidezilla, but was unable to cross the lesion. When the sds was removed, the stent strut came into contact and both proximal and distal edge of the stent got lifted. The procedure was completed using a 3.0x38 non-bsc stent. No patient complications were reported and the patient's status was good.